Event description:
Mom called and informed phs dietitian that she recently received the 500 ml feeding bags. When she goes to unhook the bags from the pump, the internal stopper (i.e. Teardrop) does not stop the formula from coming out of the bag and through the tubing. Mom primes the set using the pump, further explaining that if she does prime with the teardrop, the same situation occurs. Mom noted that all of the 500 ml bags she received were the same lot number. Lot number is cf1321310. Seven bags were picked up from the home and phs was able to verify the complaint. Manufacturer is being notified and bags will be sent back to them for further investigation.